Event description:
During the procedure, a prolonged procedure occurred due to a signal artifact issue on the ECG and having to move the patient to another lab room due to the issue. Initially after inserting the catheter, when connecting the catheter to the cable and the pin box, no signal was displayed on the workmate claris system. Moreover, there was only noise on the ECG. Despite several troubleshooting efforts, the issue remained. The procedure was moved to a different lab in order to resolve the issue. The procedure was then completed with no adverse consequences to the patient. During further troubleshooting following the procedure, the issue was not able to be replicated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.